Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 522 mg/dl. Elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.